Event description:
Information received from the field does not address the patient's clinical status but notes that during the implant procedure, after the pocket was closed, poor capture and sensing were noted on the atrial lead. When the pocket was re-opened, it was discovered that the atrial lead was not completely inserted into the header of the pulse generator.